Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance/ cross the lesion was unable to be replicated in a testing environment as it was based on operational circumstances. The reported hub/ shaft detachment was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous proximal left anterior descending (lad) artery. After placement of a non-abbott guide wire, the lesion was pre-dilatated with a 2.0x12mm mini trek balloon dilatation catheter (bdc). The 3.0x18mm xience pro stent delivery system (sds) failed to cross the lesion due to the patient's anatomy and the shaft/hub separated. As the separation was outside the patient, the entire sds was removed without issue. The lesion was pre-dilated again with the same 2.0x12mm mini trek bdc, and a 3.0x23mm xience pro stent was deployed to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.